Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that an accuracy issue was observed. A review of the log allowed to confirm that this accuracy issue was a single event. No device failure was identified. A patient head movement could explain this accuracy issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery (11 implanted electrodes), accuracy issue were detected. There was no patient/user impact reported.